Event description:
Customer contacted baxter's technical service center regarding end therapy assistance, on the home choice (hc) unit. Event occurred during use, patient not connected, in day prime. Register nurse (rn) requested end therapy assistance, due to patient (pt) line losing the cap during dwell of day exchange. Rn will start with all new supplies. Rn will have hp do initial drain and callback for assistance in bypassing day exchange on hc. There was no patient involvement and no patient injury or medical intervention, associated with this event. During a follow-up with the customer, and rn, it was discovered that it was the part of the double cap that went on the patient line coming from the machine, after the patient 'walked away' to dwell. The patient was capped with the minicap but the other part of the cap (opticap) that went on the cassette line did not get put on properly by the day nurse. The rn stated that the cap itself and line itself were not inspected. They assumed that the nurse just didn't put it on properly. She advised that health of patient was not impacted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and a root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.